Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va0mmm6 serial# implanted: 2015 (B)(6) explanted: product type lead: device codes: (B)(4) and patient codes: (B)(4) pertain to product ID 3889-28 lot# va0mmm6 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the patient had developed acute leg pain and the hcp wanted to do an MRI of the lumbar spine; it was unknown if it was related to the lead tip that was left implanted. It was noted the patient had lots of reasons to have a ¿run of the mill radiculopathy¿ and they would like to proceed with a CT scan to identify the location of the lead fragment and also get information they need for looking into the patient¿s leg pain; it was noted they were looking for pinched nerves. The implantable neurostimulator (ins) and system was removed because it didn¿t work for the patient and it was ¿bugging them¿; it was removed by someone but they ¿left tip in¿, referring to the lead. No further complications were reported/anticipated.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal /pelvic floor. It was reported that patient had no efficacy thus the implant was removed on (B)(6) 2017. The lead fragment was left in patient. There were no further complications that have been reported as a result of this event.